Manufacturer narrative:
The unit had a blank display due a corroded battery tube. The unit had a minor scratched lcd window, a cracked case at the display window corners, and cracked battery tube threads.

Event description:
The customer called in to report that after receiving the replacement battery cap, the off no power alarm still occurred and the display went blank. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.